Manufacturer narrative:
The manufacturer previously reported receiving information alleging "ventilator service required" and "ventilator inoperative" alarms occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's system board, oxygen blending module assembly and machine flow sensor needs to be replaced to address the issues. The oxygen blending module assembly and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module assembly and solenoid valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging "ventilator service required" and "ventilator inoperative" alarms occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's system board, oxygen blending module assembly and machine flow sensor needs to be replaced to address the issues.